Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)/ excessive non menstrual bleeding"), kidney infection ("kidney infection"), nephrolithiasis ("kidney stones"), diabetes mellitus ("diabetes"), urinary tract infection ("urinary tract infection") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart murmur. Concurrent conditions included obesity, nephrolithiasis, hydronephrosis, flank pain, allergic rhinitis, acute sinusitis and diabetes mellitus. Concomitant products included cetirizine hydrochloride (zyrtec) and loratadine (claritin). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia") and alopecia ("hair loss"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), kidney infection (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea") and urinary tract infection (seriousness criterion hospitalization). On (B)(6) 2011, 1 year 7 months after insertion of essure, the patient experienced coital bleeding ("postcoital bleeding"). In 2012, the patient experienced nausea ("nausea") and eczema ("severe eczema"). In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysfunctional uterine bleeding (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"). In 2014, the patient experienced diabetes mellitus (seriousness criterion medically significant) and anaemia ("anemia"). In (B)(6) 2015, the patient experienced visual impairment ("vision problems"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion hospitalization), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with oxycocet (percocet), montelukast (singulair), doxepin, antibiotics, topiramate, sertraline, propranolol, ondansetron (zofran), surgery (bilateral salpingectomy with removal of essure) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage, female sexual dysfunction, dyspareunia, migraine, coital bleeding and abdominal pain lower was resolving, the kidney infection, diabetes mellitus, menorrhagia, bladder disorder, urinary tract disorder, anaemia, alopecia, headache, nausea, visual impairment, weight increased, urinary tract infection, dysfunctional uterine bleeding and eczema outcome was unknown, the nephrolithiasis and allergy to metals had not resolved and the dysmenorrhoea and rash had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, bladder disorder, coital bleeding, diabetes mellitus, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eczema, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes on (B)(6) 2014, endometrial biopsy was done. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events depression, migraine, dyspareunia, pelvic pain, abdominal pain, kidney stones, post coital bleeding, skin rash, vaginal bleeding, dysfunctional uterine bleeding, urinary tract infection, anxiety, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet- all relevant medical history, concurrent condition and concomitant medication. Events abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia, autoimmune disorder; diabetes, bladder or urinary problems, blood or heart disorder/condition; anemia, dysmenorrhea, dyspareunia, hair loss, infection; urinary tract infection, migraines/headaches, nausea, nickel allergy, pain, rashes or skin conditions; skin rash, vision problems with cluster headaches, weight gain, other: postcoital bleeding were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general)/ excessive non menstrual bleeding"), kidney infection ("kidney infection"), nephrolithiasis ("kidney stones"), diabetes mellitus ("diabetes"), urinary tract infection ("urinary tract infection") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart murmur, ureteral calculus, ureteroscopy, urolithiasis and lithotripsy. Concurrent conditions included obesity, nephrolithiasis, hydronephrosis, flank pain, allergic rhinitis, acute sinusitis, plantar fasciitis, restless leg syndrome, painful urination, urinary frequency, cerebrovascular accident, spinal pain, rib pain, hematuria, ureteral calculus, cholelithiasis, fatty liver infiltration, back injury, swelling nos, low back pain, drug allergy, pyelonephritis, vomiting, culture urine positive, intermittent fever, leukocytosis, hypokalemia, anxiety, depression, systemic inflammatory response syndrome, lactic acidosis, metabolic acidosis, ear pain, deep venous thrombosis prophylaxis, ovarian cyst, irregular periods and urine analysis. Concomitant products included axotal (fioricet), ceftriaxone, cetirizine, cetirizine hydrochloride (zyrtec), ciprofloxacin (cipro), fenofibrate, fenofibrate (tricor), ferrous gluconate, hydroxyzine hydrochloride (hydroxyzine hcl), loratadine, loratadine (claritin), metformin, morniflumate (flomax (morniflumate)), nicorandil, ranitidine, ropinirole, sertraline (zoloft), topiramate (topamax) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia/ dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced migraine ("migraines/cluster migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced nephrolithiasis (seriousness criterion hospitalization), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). In 2011, the patient experienced kidney infection (seriousness criterion hospitalization), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)") and urinary tract infection (seriousness criterion hospitalization). In (B)(6) 2011, 1 year 8 months after insertion of essure, the patient experienced coital bleeding ("postcoital bleeding"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In september 2012, the patient experienced eczema ("severe eczema"). In 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysfunctional uterine bleeding (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced diabetes mellitus (seriousness criterion medically significant) and female sexual dysfunction ("apareunia/ apareunia(inability to have sexual intercourse)"). In 2014, the patient experienced anaemia ("anemia"). In (B)(6) 2015, the patient experienced visual impairment ("vision problems/ vision changes with cluster migraines and vision changes in general"). In 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2015, the patient experienced rash ("skin rash"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with oxycocet (percocet), montelukast (singulair), doxepin, antibiotics, topiramate, sertraline, propranolol, ondansetron (zofran), calcium, iron (iron supplement), potassium, hydrochlorothiazide, surgery (bilateral salpingectomy with removal of essure and dilation & curettage,hysteroscopy.) And surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, migraine, rash and abdominal pain lower had resolved, the genital haemorrhage, female sexual dysfunction and coital bleeding was resolving, the kidney infection, diabetes mellitus, menorrhagia, bladder disorder, urinary tract disorder, anaemia, alopecia, headache, nausea, visual impairment, weight increased, urinary tract infection, dysfunctional uterine bleeding and eczema outcome was unknown and the nephrolithiasis and allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, bladder disorder, coital bleeding, diabetes mellitus, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eczema, female sexual dysfunction, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, nephrolithiasis, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she is currently investigating her options for removal of the essure devices. On (B)(6) 2012 patient stated that her pain has been much improved since passing her stones. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: successful placement - both tubes blocked. On (B)(6) 2012: xr abd 1 vw kub upr decub. Findings: there is scattered gas and multiple bowel loops. No bowel dilatation or ectopic air is demonstrated. Essure device projects over the pelvis similar to prior study. Calcifications projecting over the pelvis appear unchanged, suggesting phleboliths. Impression: 1. No evidence of bowel obstruction; 2. Essure device; 3. Pelvic calcifications as described. On (B)(6) 2013: CT kidney stone protocol impression: interval passage of right distal ureteral calculus, without evidence of residual hydronephrosis or ureteral calculus. Stable nonobstructive left nephrolithiasis. Hepatic fatty infiltration. Differential considerations include obesity, hyperlipidemia, drug or alcohol intake, diabetes, or nonalcoholic steatohepatitis. Cholelithiasis. Minimal sigmoid diverticulosis. (B)(6) 2013: abdomen pelvis pain. Procedure: volume acquisition with multiplaner reconstruction. Impression: right distal ureteral calculus at the uvj, causing partial obstruction. The calculus measures approximately 7mm. Cholelithiasis and fatty infiltration of the liver. On (B)(6) 2014, endometrial biopsy was done. On (B)(6) 2016: x-ray abdomen. Findings: calcification is noted on the right likely related to gallbladder calcification. Calcifications overlying the right and left kidney are not identified multiple calcifications are present within the pelvis, nonspecific. On (B)(6) 2017: surgical pathology report. Diagnosis: 1). Left fallopian tube, salpingectomy: fallopian tube showing inflammatory response to implanted essure device; 2). Right fallopian tube, salpingectomy: fallopian tube showing inflammatory response to implanted essure device; 3). Endometrium, curettage:fragments of benign endometrium and likely endometrial polyp. Concerning the injuries reported in this case, the following one/ones were reported via medical records confirming events depression, migraine, dyspareunia, pelvic pain, abdominal pain, kidney stones, post coital bleeding, skin rash, vaginal bleeding, dysfunctional uterine bleeding, urinary tract infection, anxiety, menorrhagia, dysmenorrhea. Concerning all the injuries reported ih this case, the following ones were confirmed via medical record: abdominal pain, pelvic pain, urinary tract infection, nephrolithiasis, diabetes mellitus, anemia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet and medical record received. Event date and outcome updated. Concomitant drugs, concomitant conditions and historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.